Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v450727, implanted: (B)(6) 2010. Product type: lead. (B)(4).

Event description:
It was reported that a patient was experiencing pain, shocking, and depression; among other "strange occurrences." It was repeatedly stated that "weird", "strange", or "bizarre" things were happening that the patient could not explain. The patient indicated that she became "very depressed" and thought that she "wanted to die." It was noted that the patient's health care provider (hcp) "got rid of her." The patient was concerned and stated that she "needs to get rid of this." The patient also stated that "it's horrible, like torture." It was not clear what the patient was referring to. The patient was "hearing voices or communication." The patient experienced a lack of sleep due to her urinary symptoms; her "bladder keeps her up all night." The patient wondered if her device was "transmitting information against her will." The patient felt "it's some type of harassment by the computer." It was not clear what that statement meant. It was noted that the patient felt "perfectly sane." The patient felt the stimulation decrease and increase, but never felt it turn off. The patient was "not happy" about the stimulation sensation being present all the time. It was stated that when the patient turns the implantable neurostimulator (ins) off, "it's still running a little bit." It was stated that the ins was helping "for a while" but then stopped. The patient turned her ins off for 8 months to a year, and then turned it on. It was stated that the patient was experiencing pain and "terrible back problems" and needed to have an MRI, but the hcp would not do one because the components of her device were not all titanium. Later that day it was reported that when the stimulation was turned off and the patient was feeling "shocks ongoing for a while." It was stated that the "patient could feel a current running through to her head and her head moves around inside." The patient had a CT scan, but the hcp did not know what was causing her problems. The patient had not talked to her stimulation doctor about her issues. About one week later it was reported that the patient's device was causing her pain and she wanted to find a doctor to take her implant out. Further information has been requested. If more information is received, a follow up report will be sent.